Manufacturer narrative:
(B)(4). Customer returned freestyle blood glucose monitor with (B)(4) and test strips with lot number 0634905. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors or other issues were observed during control solution testing. The freestyle blood glucose results as reported by the customer were identified in the meter internal log.

Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 132 mg/dl and 25 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.